Event description:
Patient was intubated with 7.0 endotracheal tube due to being placed under general anesthesia for a stat c/s d/t prolapsed cord. Registered nurse called me to the head of the bed due to the patient's o2 saturation dropping into the 50's. Crna (certified registered nurse anesthetist) was troubleshooting at the head of the bed while doctor was monitoring the equipment. Patient's saturations dropped to 18% while the patient was blue in color when it was noted that a piece of the et tube had come off and was on the floor. Doctor pulled the endotracheal tube that was in place and re-intubated the patient with another endotracheal tube. Patient's saturations went back to normal limits at that time.